Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4) incomplete. The expiration date is not currently available.

Event description:
One 24 degree truespan peek deployment gun was used for meniscal repair. The surgeon previously used 2 truespan devices during the same case and was not successful achieving adequate repair. Surgeon tried to penetrate tissue on a bucket handle tear to reduce the meniscus as well as achieve fixation and was not able to because of poor tissue quality. The 1st implant was deployed and surgeon did not attempt to deploy the 2nd due to unlikely fixation. Both implant backstops were removed from the knee as well as all suture. Surgeon completed case by performing a meniscectomy. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the mitek complaints system revealed no other complaint of any kind for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
One 24 degree truespan peek deployment gun was used for meniscal repair. The surgeon previously used 2 truespan devices during the same case and was not successful achieving adequate repair. Surgeon tried to penetrate tissue on a bucket handle tear to reduce the meniscus as well as achieve fixation and was not able to because of poor tissue quality. The 1st implant was deployed and surgeon did not attempt to deploy the 2nd due to unlikely fixation. Both implant backstops were removed from the knee as well as all suture. Surgeon completed case by performing a meniscectomy. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.